Event description:
It was reported to philips that the system's flexviewing computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that flex viewing computer was unable to boot. After log file review, fse found that there is a malfunction on grabber cards. The frame grabber captures the video from the azurion system. The cause of the flex viewing pc failure could be determined by the supplier's part analysis. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced flex vision pc. The codes were updated based on the investigation outcome.